Manufacturer narrative:
(B)(4). Date sent: 2/16/2016. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, scissoring occurred and the deployed clip was not removed from the jaws smoothly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # = m93234. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw; this condition led to the malformation of 2 clips. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. The reported event could not be confirmed as no scissored clips were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.